Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. See attached file for narrative/corrected data. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: (B)(6) medical center. (B)(6) md, facs. Operative report. Preoperative diagnosis: ventral hernias. Postoperative diagnosis: ventral hernias. Procedure: repair of ventral hernias with gore-tex dualmesh. Assistant: (B)(6) , rnfa. Anesthesia: (B)(6) crna. Description of operation: ¿the patient was brought to the operating room and after administration of general endotracheal anesthesia, the patient¿s abdomen was prepped with betadine and sterile drapes were applied. Thigh high, ted and sequential hose were in place. The previous midline incision was opened sharply securing hemostasis with electrocautery and deepened to the midline fascia scarring and then into the abdominal cavity. The incision was completed with electrocautery. Adhesions of the anterior abdominal wall were taken down sharply. Freeing these up, the skin was lifted from the fascial edges with electrocautery in the innominate plane freeing this up such that we got back to the rectus muscle. At this time, the extraneous tissue was debrided. The umbilicus had been lifted up from the fascia. The extraneous tissue was removed back to the rectus muscle and the hernia sac was dissected free. The specimen was delivered from the field. A piece of gore-tex duomesh was brought onto the field, large in character. This was trimmed and placed deep in the fascia, placed in a fashion such that the edges curled upward. Horizontal mattress sutures of #1 surgipro were applied to the fascia reaching back widely to get good wide bites of muscle distant from the graft and once these were tied down satisfactorily reconstructing the abdominal wall with the first layer, it was irrigated with cefazolin sodium and saline solution both prior to closure and then afterwards. The muscles were brought together with inverted figure-of-eights of #1 surgipro. Where the fascia gaped additional sutures were applied and where there was mounding of the tissue, some of this was resected to prevent the boat defect. The wound was irrigated one last time with cefazolin sodium. The jackson-pratt drain was placed through a separate stab wound, above and to the right of the wound. It was placed deep to the fascia. The subcutaneous tissue had been debrided some for better closure. The umbilicus was affixed to the fascia with 3-0 polysorb in multiple suture fashion. The subcutaneous was closed with 3-0 polysorb in running fashion. The skin was closed with 4-0 vicryl in running subcuticular fashion. Tens, electrolytes and sterile dressings were applied. Jackson-pratt drain was secured in place with 2-0 silk in roman sandal fashion. Bulky dressings were applied. Patient was awakened and taken to the recovery room in satisfactory condition having tolerated the procedure.¿ estimated blood loss is 50 cc. Fluids replaced were approximately two liters. (B)(6) 2007: (B)(6) medical center. (B)(6) md, facs. Discharge summary. Had hartmann¿s type procedure for diverticulitis, developed hernia. Extensive hernia repaired with gore-tex mycromesh in the subfascial location. Discharged fourth postoperative day, drain in place, large subcutaneous pocket developed and draining moderate amount. Will see me on tuesday for postoperative check. (B)(6) 2017: (B)(6) medical center. (B)(6) do. Discharge summary. Patient tolerated surgery well, progressed as expected, medicine consulted for uncontrolled diabetes, on day of discharge vitals within normal limits, labs unremarkable, pain controlled. Ngt and jp drain removed, wound dressed and packed. No lifting >10 lbs. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1901: an additional surgical procedure was necessary; f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes (1690, 1685) were reported based on the original complaint and are no longer applicable per gore¿s investigation. Medical records: the known medical records span march 20, 2004 through june 26, 2019 and not all records received in this time span are relevant to the gore® dualmesh® biomaterial. Medical records from may 26, 2007 through august 15, 2017 were not provided. Patient information: medical history: smoker, on (B)(6) 2012: ¿current every day smoker¿, on (B)(6) 2017: ¿current every day smoker; greater than 1 pack/day.¿ ¿one pack a day for 50 years.¿ overweight, on (B)(6) 2014: 203 lbs. 4 oz, bmi 29.2, on (B)(6) 2017: 186 lbs. 8 oz, bmi 26.8, on (B)(6) 2017: 185 lbs., bmi 26.5, non-insulin dependent diabetes mellitus, on (B)(6) 2017: ¿hba1c 9.4 [<5.7] patient is not controlling his diabetes well, primary care has adjusted his metformin.¿ on (B)(6) 2017: uncontrolled diabetes mellitus, on (B)(6) 2017: ¿hgb a1c 7.7¿, severe diverticulitis, chronic obstructive pulmonary disease [copd], hypertension [htn], on (B)(6) 2017: opiate tolerant. Surgical procedures: on (B)(6) 2004: exploratory laparotomy with hartmann¿s resection for severe diverticulitis, peritoneal debridement, appendectomy, placement of central line. Adhesions. On (B)(6) 2004: takedown colostomy and placement of central line. On (B)(6) 2007: repair of ventral hernias with gore-tex dualmesh. Implant: gore® dualmesh® biomaterial. On (B)(6) 2012: colonoscopy, polypectomy. On (B)(6) 2017: incision and drainage, wound exploration. On (B)(6) 2017: diagnostic laparoscopy with lysis of adhesions lasting 55 minutes, explantation of mesh, take-down of enterocutaneous fistula, mini-laparotomy with side-to-side jejunal anastomosis, washout, abdominal wound debridement, primary closure of ventral hernia and partial closure of skin, jp drain placement. Implant preoperative complaints: on (B)(6) 2007: preoperative diagnosis: ¿ventral hernias.¿ implant procedure: repair of ventral hernias with gore-tex dualmesh. [Implant: gore® dualmesh® biomaterial, 1dlmc07/04869757, 20cm x 30cm x 1mm thick]. Implant date: on (B)(6) 2007 [hospitalization on (B)(6) 2007]. Wound classification: unknown. Findings: ¿ventral hernias.¿ description of hernia being treated: ¿the previous midline incision was opened sharply securing hemostasis with electrocautery and deepened to the midline fascia scarring and then into the abdominal cavity. The incision was completed with electrocautery. Adhesions of the anterior abdominal wall were taken down sharply. Freeing these up, the skin was lifted from the fascial edges with electrocautery in the innominate plane freeing this up such that we got back to the rectus muscle. At this time, the extraneous tissue was debrided. The umbilicus had been lifted up from the fascia. The extraneous tissue was removed back to the rectus muscle and the hernia sac was dissected free. The specimen was delivered from the field.¿ implant size and fixation: ¿a piece of gore-tex duomesh was brought onto the field, large in character. This was trimmed and placed deep in the fascia, placed in a fashion such that the edges curled upward. Horizontal mattress sutures of #1 surgipro were applied to the fascia reaching back widely to get good wide bites of muscle distant from the graft and once these were tied down satisfactorily reconstructing the abdominal wall with the first layer, it was irrigated with cefazolin sodium and saline solution both prior to closure and then afterwards. The muscles were brought together with inverted figure-of-eights of #1 surgipro. Where the fascia gaped, additional sutures were applied and where there was mounding of the tissue, some of this was resected to prevent the boat (sic) defect. The wound was irrigated one last time with cefazolin sodium. The jackson-pratt drain was placed through a separate stab wound, above and to the right of the wound. It was placed deep to the fascia. The subcutaneous tissue had been debrided some for better closure. The umbilicus was affixed to the fascia with 3-0 polysorb in multiple suture fashion. The subcutaneous was closed with 3-0 polysorb in running fashion. The skin was closed with 4-0 vicryl in running subcuticular fashion. Tens, electrolytes and sterile dressings were applied. Jackson-pratt drain was secured in place with 2-0 silk in roman sandal fashion.¿ on (B)(6) 2007: discharge summary: ¿extensive hernia repaired with gore-tex mycromesh [sic] in the subfascial location. Discharged fourth postoperative day, drain in place, large subcutaneous pocket developed and draining moderate amount. Will see me on tuesday for postoperative check.¿ relevant medical information: on (B)(6) 2017: primary care visit. ¿past two weeks pain and bulging to mid abdomen right beside surgical scar. Did have partial colon resection due to diverticulitis. Has had one ventral hernia in past that was repaired by mesh. States has been multiple years symptom free until last couple weeks . Did feel a tearing, bruising like sensation at time it occurred. Has been painful to do any lifting.¿ pain is mild.¿ ¿exam: abdomen; bulge, nonretractable, right mid abdomen beside surgical scar. Painful to palpation. No direct hernia felt below bulge. Impression: ventral hernia.¿ on (B)(6) 2017: ¿referred by primary care provider for concern of ventral hernia, 3 weeks ago started noticing some swelling in right mid abdomen in a location previously where he had a ventral hernia which was repaired in 2007. The hernia repair was uneventful and a gore-tex dual mesh was placed without complications. His ventral hernia was fixed in 2007.¿ ¿ patient noticed the swelling occurring about three weeks ago spontaneously, denies any strenuous physical activity, heavy lifting or trauma that would have precipitated his recurrence.¿ ¿patient is not experiencing a significant amount of pain with the swelling in his abdomen but admits that the swelling is getting larger.¿ ¿abdomen; obvious bulge in right mid abdomen, there is a firm induration measuring approximately 7 cm x 4-5 cm. There is skin discoloration, pink and purple skin changes, over the bulge in the right abdomen. Impression: given sudden onset, the firm bulging in the abdominal wall it is possible that this mass represents an incarcerated ventral hernia.¿ ¿ plan: informed patient I would be sending him urgently to radiology department for imaging to identify what this mass is. I have reviewed patient¿s surgical history and given the fact he is a smoker and an uncontrolled diabetic he is at risk for infections and other complications related to this hernia.¿ on (B)(6) 2017: radiology-us abdomen. ¿findings: a complex nonspecific area of mixed echogenicity is noted corresponding to the area of clinical setting. This could represent herniation; potentially with incarceration and/or infarction of bowel or omental fat. Other possibilities such as abscess should be considered. Impression: complex area is identified right lower quadrant.¿ on (B)(6) 2017: emergency room visit. ¿abdominal pain 1 month. Has erythema on right side of mid abdomen.¿ ¿swelling/mass in abdomen (approximately 8cm in height and 16cm in width).¿ ¿CT (abdomen and pelvis).¿ ¿diagnosis: abdominal wall abscess at site of surgical wound.¿ on (B)(6) 2017: CT abdomen IV contrast: ¿impression: fatty replacement of liver. Presumed herniation through surgical mass [sic] in the midline anteriorly with adjacent abscess in the subcutaneous soft tissue.¿ on (B)(6) 2017: CT abdomen/pelvis oral contrast. ¿no herniation is noted into the anterior abdominal wall fluid and gas collection of bowel or omental fat. If the surgery was recent, the subcutaneous finding could simply represent postoperative change. If the surgery was not recent in [sic] this is concerning for infection with a gas-forming organism.¿ on (B)(6) 2017: inpatient hospitalization: on (B)(6) 2017: history and physical. ¿impression and plan: abdominal wall abscess at site of surgical wound, abscess, possible fistula. Abx [antibiotics], incision and drainage with washout and wound exploration, possible exploratory laparoscopy with mesh removal and bowel resection.¿ on (B)(6) 2017: consultation. ¿current abdominal pain rated 2/10. Pain is worse while sitting, better with lying down and worse with ¿anything that increases pressure on my belly such as eating a lot or having problems with a bowel movement.¿ ¿(last hba1c per patient of 9 in the past 1-2 months).¿ on (B)(6) 2017: ¿abdominal wall abscess, possible enteric fistula.¿ ¿reports feeling ripping pain that started in epigastric area a month ago. Since then, he noticed a bulging over right abdomen. Bulging and pain worsened and area became erythematous 2-3 days ago. CT scan shows possible herniation of small bowel through mesh with associated abscess.¿ on (B)(6) 2017: incision and drainage, wound exploration. Findings: ¿foul smelling purulent fluid, exposed mesh, no sinus opening/fistula tract, no bile or succus, no air bubbling from a defect.¿ procedure: a transverse incision as made over the width of the fluctuant area over the right mid abdomen, staying 3cm away from the midline to leave a bridge of skin in case a midline laparotomy was required for further exploration. There was a copious amount of foul-smelling purulent fluid that was suctioned from the cavity. The wound was irrigated and explored. A defect in the fascia was palpated hear [sic] the midline. This raised my suspicion for a loop of bowel that was possibly herniating through, a small longitudinal incision was made in the midline with anticipation that an exploratory laparotomy would be eminent. There was exposed mesh that was seen in the fascial defect. There was pds seen lateral to the exposed mesh. Purulent fluid was seen seeping around the suture material. A small amount of pus was also tracking to the area of the exposed mesh. This small 1cm bridge of fascia was opened and the suture was removed. The area was copiously irrigated. There were no other loculations or tracts of pus noted. The cavity was clean and healthy appearing at the end of the case. No bile, succus or air bubbles were seen. No sinus opening/fistula trace was noted. After the wound was explored and no further area of purulent drainage was noted, the cavity was copiously irrigated and hemostasis was ensured. The wound was packed with wet gauze roll and covered with 4x4 and an abd pad was taped into place. On (B)(6) 2017: ¿patient will be discharge [sic] and vac will be ordered. He will f/u with wound care clinic and attempt at mesh salvage will be facilitated by long-term course of po [oral] abx.¿ on (B)(6) 2017: ¿patient presents today for follow up, doing well, having no issues of pain, fevers, chills, nausea, vomiting.¿ ¿output form [sic] the wound v.a.c is light yellow cloudy material consistent with purulent fluid. Skin around wound is without evidence of cellulitis or discoloration. Overall patient states he feels much better than he did a week ago. Impression: spontaneous abdominal wall abscess status post I&d [incision and drainage] washout with abdominal wound v.a.c. Plan: is aware that although the presumed diagnosis is a spontaneous abdominal wall abscess secondary to his uncontrolled diabetes and smoking, the patient is aware that there is a possibility of an enterocutaneous fistula. Patient understands that the wound v.a.c is a good option to help clear out any additional bacteria drainage and assist with wound closure. If there is a fistula beneath the abdominal wall that has not manifested itself clearly at this time that the wound v.a.c may precipitate that fistula to drain and if that happens the patient is aware that we would need to go back to the operating room urgently to repair that fistula. However, at this time no evidence is present to indicate that he does have an enteric fistula so therefore we will continue wound v.a.c. Changes with the wound clinic. The patient has a follow up appointment with his primary care provider to aggressively work towards getting a1c back under control and patient is aware of the smoking risk and is encouraged to quit.¿ explant preoperative complaints: on (B)(6) 2017: laboratory, specimen: abdominal drainage, gram stain: ¿moderate gram positive cocci¿, aerobic culture day 2: ¿gram negative rod present¿, organism growth: ¿escherichia coli¿. On (B)(6) 2017: ¿his wound was healing nicely, but unfortunately as we suspected, then [sic] wound started to produce green and yellow drainage, cultures were taken, wound vac was discontinued 2 days ago and is being packed with wet to dry dressings. The wound has been draining a green feculent material consistent with an ecf [enterocutaneous fistula]. Cultures grew e. Coli.¿ ¿given that the mesh is exposed to the feculent drainage, he will need exploration and mesh removal.¿ ¿ the risks of this operation are many and the patient is aware that his uncontrolled diabetes and smoking are huge factors that play a role in his recovery and healing.¿ on (B)(6) 2017: indication: ¿the cause of the fistula was likely related to the previous hernia repair with mesh. Now that a fistula was present and stool was contaminating the gore-tex ptfe dual mesh, this would need to be removed.¿ ¿we were able to optimize the patient nutritionally and get his blood sugars better controlled.¿ ¿even though the patient is extremely risky, we felt this to be appropriate time for surgical treatment. Explant procedure: diagnostic laparoscopy with lysis of adhesions lasting 55 minutes, explantation of mesh, take-down of enterocutaneous fistula, mini-laparotomy with side-to-side jejunal anastomosis, washout, abdominal wound debridement, primary closure of ventral hernia and partial closure of skin, jp drain placement. Explant date: on (B)(6) 2017 [hospitalization on (B)(6) 2017]. Wound classification: unknown. Findings: ¿peritoneal nodules. Enterocutaneous fistula from the mid jejunum to the skin. Significant amount of intraabdominal adhesions. Abdominal wound. Two small < 1 cm incidental liver nodules.¿ ¿there was a fistula that developed in the mid jejunum most likely secondary to the previously placed mesh although it was difficult to exclude a sutured piece of small intestine to the anterior abdominal wall given the close proximity to suture knots near the fistula, which was adjacent to the mesh.¿ procedure: ¿using 1% lidocaine with epinephrine an injection was placed in the left upper quadrant and using a #15 scalpel blade a 2 cm incision was made at palmer's point where a visiport trocar was used to visibly enter the abdomen under direct visualization with the laparoscope. Once in the abdominal cavity, air insufflation was used to inflate the abdomen and the trocar was removed and the camera was inserted and a significant amount of adhesions were identified throughout the abdominal cavity. The adhesions involved the mesh completely and were adhesions to omentum, colon, and small bowel. Several areas for additional assistant trocar points were identified and then three additional laparoscopic assist ports were placed, one in each quadrant of the abdomen. These were all done under direct visualization with bladed trocars. Once the trocars were inserted, instruments were inserted to assist in the take down of the adhesions. The omental adhesions came down easily with minimal traction and the endoshears were used on an as needed basis to help take-down the omental adhesions. Next our attention turned to the colon and small bowel. Once a plane was developed along the ptfe mesh the majority of the adhesions were easily taken down without injury to the serosal surface of the colon and small bowel. The loop of jejunum that was adherent to the mesh and abdominal wall at the location of the fistula, however, these needed to be taken down more aggressively using the endoshears. Once the area of the fistula was confirmed, the bowel was left attached to the mesh and the abdominal wall and our attention was now focused on explanting the mesh. The prolene stitches that had been placed at the initial operation for the hernia repair were grasped with graspers and the stitches were cut and removed. The mesh was then grasped with the graspers and a plane was developed between the mesh and the anterior abdominal wall. With some blunt dissection the plane was developed and the mesh was removed from the anterior abdominal wall with minimal trauma or damage to the peritoneal surface. Minimal amounts of bleeding were identified during the procedure and electrocautery was used on an as needed basis. A suction irrigator aspirator was also used throughout the procedure for visualization and rinsing. During the explantation of the mesh there were several pockets of purulent fluid that were identified and before it could contaminate the abdominal cavity were aspirated. With the majority of the mesh taken down except for the area where the fistula was, the laparoscopic part of the procedure was almost complete. Four quadrant explorations visually with the laparoscope were performed and a couple of areas of concern were identified. Several small nodules were seen along the peritoneal surface in the abdomen. These appeared to be small calcifications along the peritoneal surface mostly in the lower abdomen. These were removed with an atraumatic grasper and sent to pathology as a frozen section. Pathology revealed this to be inflammatory changes and not peritoneal studding from any kind of tumor. This would be consistent with the patient's history of perforated diverticulitis and also a wound infection from an enterocutaneous fistula. No additional abnormalities were noted; however, severe intra-loop adhesions to the small intestine were identified. These could not be carefully taken down laparoscopically and therefore the decision to make a small laparotomy was made and the laparoscopic instruments were removed from the abdomen as were the camera and trocars in anticipation of our open incision. A #10 scalpel blade was used to make a vertical midline incision over the old laparotomy incision from about 5 cm above the umbilicus to 5 cm below the umbilicus. The laparotomy incision also included the previous incision from where the abdomen had been opened and drained from the previous abscess cavity. Using bovie electrocautery the laparotomy incision was taken down to the anterior abdominal wall where the abdomen was entered and over a blunt finger the incision was carried from end to end without any injury to the intra-abdominal contents. The mesh and the enterocutaneous fistula were now completely taken down under direct visualization using metzenbaum scissors. Once this was taken down the loops of intestine, the mesh and the fistula were all brought up out of the abdomen and no spillage was observed during this part of the procedure. Small openings were made in the small bowel mesentery and bowel clamps were placed across the proximal jejunal end and the distal jejunal end to prevent spillage. The mesh was freed and taken off the operative field and the small intestine was now transected using a linear gia stapler. The stapler arms were placed across the bowel and the blue staple loads were used to transect and staple the proximal and distal end of the jejunum that had the fistula opening. The fistula opening was approximately 2 cm in its widest diameter. Approximately 6 cm of jejunum was resected. With the fistula now removed from the operative field our attention was turned to mobilizing more of the small intestine as there were a significant amount of adhesions to this small bowel. These were easily taken down with blunt finger dissection and also the metzenbaum scissors sharply. Starting at the terminal ileum the small bowel was run proximally until the proximal jejunum two feet above the anastomosis site. There were no other significant abnormalities appreciated. A palpatory exploration of all four quadrants was done and please note the findings of the examination in the findings section of the operative note. Now that the small bowel was freed, no adhesions were appreciated along the abdominal wall and the mesh had been explanted as all the prolene stitches had also been removed, our attention now turned to a side-to-side anastomosis of the jejunal segment. Alice clamps were placed on the corners of the stapled edges. Mayo scissors were used to cut openings in the enterotomies in the bowel and each arm of the linear staple was placed in the antimesenteric borders of this small bowel and positioned appropriately, the staple was clamped close and fired resulting in a side-to-side anastomosis. Next the edges were then brought together with alice clamps and positioned appropriately and a tx stapler was placed across the opening of the side-to-side anastomosis and clamped in position. The stapler was fired resulting in a complete closure of the enterostomies. With the bowel securely stapled no additional bleeding was identified. The bowel was then placed back into the abdomen and liberal amounts of irrigation was used to wash out the abdomen 2-3 liters were used. This was done until the aspirate was clean and clear. A 7-mm jp drain was placed in the lower abdomen and brought out through one of the port sites. Our attention was now turned to closing the ventral hernia and fascia. Due to the patient's significant amount of weight loss over the last six months, abdominal wall laxity was sufficient for primary closure of the small 2-3 cm ventral hernia. This was done with 0 pd. This was done with one small figure-of-eight pds suture; however, the majority of the ventral hernia would be brought into the laparotomy closure allowing the complete approximation of the abdominal. The fascia was thick and held suture well. The wound that had been managed with wound v.a.c. And wet to dry dressings over the past four weeks had shown significant granulation, however, there were some areas that needed some debridement. This was done bluntly with a rongeur until good bleeding occurred. The most lateral aspect of the wound was granulating in nicely, only 2 mm was left between the basement of the wound and the skin surface. This was left alone. After the wound had been debrided the medial edge was intact and healing. The abdomen was closed with #1 looped pds. Two separate #1 looped pds's were used to close the abdomen. These were then tied in the middle and good approximation of the hernia defect and the laparotomy incision was achieved. After closure the skin edges were brought together with staples. The laparoscopic port sites were primarily closed with 4-0 vicryl and dermabond was applied to these skin edges. Skin staples were used to partially close the abdominal skin, the previous wound site was left open for drainage purposes. The abdomen was cleaned and dried and then clean sterile dressings were applied to the midline incision and also a drain sponge was placed over the drain site which exited the patient in the left lower quadrant.¿ on (B)(6) 2017: pathology report: diagnosis: a. ¿¿peritoneal implant¿: degenerated, necrotic tissue with dystrophic calcification (see comment). Fecal material identified. Comment: part a shows scattered fibrocytes and inflammatory cells present.¿ b. ¿jejunum with mesh, segmental resection: benign small bowel with acute and chronic peritonitis. Mesh grossly identified.¿ gross description: a. ¿designated ¿peritoneal implant.¿¿ b. ¿designated ¿portion of jejunum mesh.¿ the specimen consists of grossly identifiable mesh tissue which measures 17.5 cm in greatest dimension. Also received are three portions of grossly identifiable intestine, ranging from 2.7 up to 5.3 cm in greatest dimension. There is no distinct gross mass lesion identified.¿ on (B)(6) 2017: discharge summary: ¿patient tolerated surgery well, progressed as expected, medicine consulted for uncontrolled diabetes, on day of discharge vitals within normal limits, labs unremarkable, pain controlled. Ngt and jp drain removed, wound dressed and packed.¿ conclusion: it should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh shrinkage, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D4: added lot #, expiration date, di #. H4: added device manufacture date. H6: conclusion code remains unchanged.

Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 5/21/07 were not provided. [Missing records: operative report for the ventral hernia repair on 05/21/07 was not provided.]. [Missing records: pathology report detailing specimens removed during the 05/21/07 procedure was not provided.] . (B)(6) 2007: (B)(6) medical center. Immediate post-op progress note. Implant sticker. Preoperative diagnosis: ventral hernia(s). Postoperative diagnosis: [illegible]. Surgeon: (B)(6) . Assistants: [illegible]. Procedure and findings: repair with gortex dual mesh. Combined hernias [illegible] repaired. Postoperative status: good. Implant sticker: gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04869757. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04869757) was implanted during the procedure. Records between 5/21/07 and 8/31/17 were not provided. (B)(6) 2017: (B)(6) emergency room. (B)(6) md. Emergency room visit. Abdominal pain 1 month. Has erythema on right side of mid abdomen. States he took oxycodone and aleve with minimal relief. Dr. (B)(6) referred to ed [emergency department] for further testing for possible incarcerated hernia. Severity: moderate. Location: generalized abdomen (redness). Modifying factors: improves with rest. Associated symptoms: swelling/mass in abdomen (approximately 8cm in height and 16cm in width). Past medical history: diverticulitis. Social history: current every day smoker; greater than 1 pack/day. Alcohol: none. Review of systems: abdominal pain (periumbilical), poor appetite. Exam: well developed/nourished. Abdominal exam: soft, tenderness (mild above the umbilical). Right side of abdomen erythema minimal tenderness. Dimension 8cm in height and 16cm in width. Diagnostic studies: CT (abdomen and pelvis with oral contrast only). Anterior abdominal wall hernia repair supraumbilical in location. Within the subcutaneous soft tissues of the anterior abdominal wall to the right of the midline there is a fluid and gas/air collection measured at 9.2 x 6.5 x 4.6 cm which may represent resolving hematoma/seroma. An infected hematoma/seroma/abscess is not excluded. No obstructive or inflammatory process of large or small bowel is identified. Consultations: surgeon (dr. Keeler). He would like dr. (B)(6) to evaluate this for probable incision and drainage in the operating room. He will follow up with him next week. Assessment/plan: admit to observation. Diagnosis: abdominal wall abscess at site of surgical wound. Condition: stable. [Missing records: CT scan of the abdomen and pelvis which showed a ¿fluid and gas/air collection¿ was not provided.] . (B)(6) 2017: (B)(6) medical center. (B)(6) md. Consultation. Reason for consultation: assistance with diabetic management. Reason for admission: abdominal wall abscess surgical wound/mesh. Chief complaint: ¿my belly pain is getting worse and worse¿. History of present illness: medical history notable for noninsulin-dependent diabetes mellitus, numerous abdominal surgeries including ventral hernia status-post mesh placement as well as history of hartmann resection for ruptured diverticulitis who comes in for worsening abdominal pain. Abdominal pain has been ¿slowly¿ increasing for the past one to two months. CT scan read worrisome findings found including a fluid and gas/air collection for which dr.(B)(6), general surgery was consulted. She is planning to do a surgical procedure likely an incision and drainage but consulted medicine for management of patient¿s elevated blood sugars and noninsulin dependent diabetes mellitus. Current abdominal pain rated 2/10. Pain is worse while sitting, better with lying down and worse with ¿anything that increases pressure on my belly such as eating a lot or having problems with a bowel movement¿. Last bowel movement was today. Denies fevers, chills, nausea, vomiting or diarrhea. Past medical history: noninsulin dependent diabetes (last hba1c per patient of 9 in the past 1-2 months). Diverticulitis status-post surgical intervention. Past surgical history: hartmann resection of sigmoid colon secondary to ruptured diverticulitis, ventral hernia repair status-post mesh placement, colonoscopy in 2012 (found polyps that were removed). Home medications: metformin. Social history: retired in 2016 after working at conagra as a grater operator which involved heavy lifting. Current smoker; one pack a day for 50 years, one alcoholic beverage every six months, denies illegal drugs. Exam: abdomen soft. Reveals an area of erythema lateral and right to the umbilicus of approximately 3 inches in height and 5 inches in width. This area is tender and warm to the touch with erythema being noted. Laboratory data: glucose of 206. Diagnostic data: CT scan reveals anterior wall abdominal hernia that is supraumbilical in location. To the right of midline is a fluid and gas air collection of 9.2 x 6.5 x 4.6 cm consistent possibly with hematoma or seroma or possible abscess. Assessment/plan: history of numerous abdominal surgeries with what appears to be abdominal wall fluid collection likely consistent with possible abscess with noninsulin dependent diabetes. Surgical/abdominal abscess: likely surgical procedure/drainage tomorrow. Elevated blood glucose: blood glucose is 206. Ordered sliding scale insulin every six hours while patient is npo which should be sufficient to control glucose. Ideally target glucose to below 160. (B)(6) 2017: (B)(6) medical center. (B)(6) do. Operative report. Preoperative diagnosis: enterocutaneous fistula. Postoperative diagnosis: peritoneal nodules. Enterocutaneous fistula from the mid jejunum to the skin. Significant amount of intraabdominal adhesions. Abdominal wound. Two small < 1 cm incidental liver nodules. Procedure: diagnostic laparoscopy with lysis of adhesions lasting 55 minutes, explantation of mesh, take-down of enterocutaneous fistula, mini-laparotomy with side-to-side jejunal anastomosis, washout, abdominal wound debridement, primary closure of ventral hernia and partial closure of skin, jp drain placement. Assistant: dr. (B)(6). Indications: the patient is a 67-year-old male who is a smoker with uncontrolled diabetes. Approximately 10 years ago the patient had a ruptured diverticulitis that required a hartmann's procedure. Following the ostomy take-down eight weeks later the patient subsequently developed a right-sided abdominal hernia three years after his hartmann's procedure. This was repaired using a gore-tex graft. The patient had the hernia repair seven years. The first time I saw the patient in consultation was for what his pcp thought was a recurrent ventral hernia. Sometime in july the patient presented to his primary care provider's office with a new bulge and swelling on the right side of his abdomen. The primary care provider assumed the patient had a recurrent ventral hernia and referred the patient for evaluation. The patient presented to my office for an initial evaluation. The patient was found to have physical exam findings consistent with and [sic] abdominal wall abscess. At that time, his a1c was 9.4, he was actively smoking and overall unhealthy. The patient was immediately sent for imaging which confirmed the presence of an abscess not an incarcerated hernia. The patient was taken to the operating room by the surgeon on call and the abscess cavity was opened and surgically debrided and drained. At the time it was unclear as to the etiology of the abscess but given his poor health, it was thought to be spontaneous. Although given the patient's previous hernia repair, the possibility of a fistula was considered; however, no succus or bowel contents were appreciated at the time of his I&d surgery. The patient was treated with wound care using a wound v.a.c. Approximately two weeks after placing the wound v.a.c. The patient began having green-yellow drainage from the wound. The output was minimal 100 to 200 cc/day was recorded. Cultures were taken and the fluid grew out e. Coli consistent with stool or bowel contents. An enterocutaneous fistula was now identified and the patient was taken off the wound vac and treated conservatively for approximately four more weeks; the cause of the fistula was likely related to the previous hernia repair with mesh. Now that a fistula was present and stool was contaminating the gore-tex ptfe dual mesh, this would need to be removed. The output was low enough that the patient was not placed on tpn or given octreotide and the wound care was sufficient to prevent any cellulitic changes or skin problems related to the output. We were able to optimize the patient nutritionally and get his blood sugars better controlled. Repeat labs showed an improved a1c to 8 and the patient had no electrolyte abnormalities. He had been managed with oral antibiotics to reduce infection rates and he was able to improve his nutrition and get his albumin levels into normal ranges. Even though the patient is extremely risky, we felt this to be appropriate time for surgical treatment. Findings: severe intra-abdominal adhesions to the anterior abdominal wall involving omentum, small bowel and colon. Intra-abdominal small bowel to small bowel adhesions, small bowel to colon adhesions. Mild diffuse colonic diverticulosis. Incidental liver nodules on the right dome of the liver less than 1 cm in size, the liver was smooth and without any other visible or palpatory abnormalities. Left upper quadrant was without abnormalities. Left lower quadrant revealed a descending colon to rectum anastomosis from previous sigmoid colon resection for perforated diverticulitis. Right abdomen otherwise unremarkable. There was a fistula that developed in the mid jejunum most likely secondary to the previously placed mesh although it was difficult to exclude a sutured piece of small intestine to the anterior abdominal wall given the close proximity to suture knots near the fistula, which was adjacent to the mesh. Complications: none apparent. Description of procedure: ¿after an informed consent was obtained the patient was brought to the operating room where a member of the department of anesthesia attached monitoring devices, administered medications and intubated the patient. Once the patient was comfortable and intubated a foley catheter was placed and the abdominal wound was then undressed and the abdomen was prepped and draped in a typical sterile fashion. Previously the patient had ostomy sites identified on the anterior abdominal wall in case a stoma had to be matured. The patient was prepped with a betadine soap solution and then draped in a typical sterile fashion. Using 1% lidocaine with epinephrine an injection was placed in the left upper quadrant and using a #15 scalpel blade a 2 cm incision was made at palmer's point where a visiport trocar was used to visibly enter the abdomen under direct visualization with the laparoscope. Once in the abdominal cavity, air insufflation was used to inflate the abdomen and the trocar was removed and the camera was inserted and a significant amount of adhesions were identified throughout the abdominal cavity. The adhesions involved the mesh completely and were adhesions to omentum, colon, and small bowel. Several areas for additional assistant trocar points were identified and then three additional laparoscopic assist ports were placed, one in each quadrant of the abdomen. These were all done under direct visualization with bladed trocars. Once the trocars were inserted, instruments were inserted to assist in the take down of the adhesions. The omental adhesions came down easily with minimal traction and the endoshears were used on an as needed basis to help take-down the omental adhesions. Next our attention turned to the colon and small bowel. Once a plane was developed along the ptfe mesh the majority of the adhesions were easily taken down without injury to the serosal surface of the colon and small bowel. The loop of jejunum that was adherent to the mesh and abdominal wall at the location of the fistula, however, these needed to be taken down more aggressively using the endoshears. Once the area of the fistula was confirmed, the bowel was left attached to the mesh and the abdominal wall and our attention was now focused on explanting the mesh. The prolene stitches that had been placed at the initial operation for the hernia repair were grasped with graspers and the stitches were cut and removed. The mesh was then grasped with the graspers and a plane was developed between the mesh and the anterior abdominal wall. With some blunt dissection the plane was developed and the mesh was removed from the anterior abdominal wall with minimal trauma or damage to the peritoneal surface. Minimal amounts of bleeding were identified during the procedure and electrocautery was used on an as needed basis. A suction irrigator aspirator was also used throughout the procedure for visualization and rinsing. During the explantation of the mesh there were several pockets of purulent fluid that were identified and before it could contaminate the abdominal cavity were aspirated. With the majority of the mesh taken down except for the area where the fistula was, the laparoscopic part of the procedure was almost complete. Four quadrant explorations visually with the laparoscope were performed and a couple of areas of concern were identified. Several small nodules were seen along the peritoneal surface in the abdomen. These appeared to be small calcifications along the peritoneal surface mostly in the lower abdomen. These were removed with an atraumatic grasper and sent to pathology as a frozen section. Pathology revealed this to be inflammatory changes and not peritoneal studding from any kind of tumor. This would be consistent with the patient's history of perforated diverticulitis and also a wound infection from an enterocutaneous fistula. No additional abnormalities were noted; however, severe intra-loop adhesions to the small intestine were identified. These could not be carefully taken down laparoscopically and therefore the decision to make a small laparotomy was made and the laparoscopic instruments were removed from the abdomen as were the camera and trocars in anticipation of our open incision. A #10 scalpel blade was used to make a vertical midline incision over the old laparotomy incision from about 5 cm above the umbilicus to 5 cm below the umbilicus. The laparotomy incision also included the previous incision from where the abdomen had been opened and drained from the previous abscess cavity. Using bovie electrocautery the laparotomy incision was taken down to the anterior abdominal wall where the abdomen was entered and over a blunt finger the incision was carried from end to end without any injury to the intra-abdominal contents. The mesh and the enterocutaneous fistula were now completely taken down under direct visualization using metzenbaum scissors. Once this was taken down the loops of intestine, the mesh and the fistula were all brought up out of the abdomen and no spillage was observed during this part of the procedure. Small openings were made in the small bowel mesentery and bowel clamps were placed across the proximal jejunal end and the distal jejunal end to prevent spillage. The mesh was freed and taken off the operative field and the small intestine was now transected using a linear gia stapler. The stapler arms were placed across the bowel and the blue staple loads were used to transect and staple the proximal and distal end of the jejunum that had the fistula opening. The fistula opening was approximately 2 cm in its widest diameter. Approximately 6 cm of jejunum was resected. With the fistula now removed from the operative field our attention was turned to mobilizing more of the small intestine as there were a significant amount of adhesions to this small bowel. These were easily taken down with blunt finger dissection and also the metzenbaum scissors sharply. Starting at the terminal ileum the small bowel was run proximally until the proximal jejunum two feet above the anastomosis site. There were no other significant abnormalities appreciated. A palpatory exploration of all four quadrants was done and please note the findings of the examination in the findings section of the operative note. Now that the small bowel was freed, no adhesions were appreciated along the abdominal wall and the mesh had been explanted as all the prolene stitches had also been removed, our attention now turned to a side-to-side anastomosis of the jejunal segment. Alice clamps were placed on the corners of the stapled edges. Mayo scissors were used to cut openings in the enterotomies in the bowel and each arm of the linear staple was placed in the antimesenteric borders of this small bowel and positioned appropriately, the staple was clamped close and fired resulting in a side-to-side anastomosis. Next the edges were then brought together with alice clamps and positioned appropriately and a tx stapler was placed across the opening of the side-to-side anastomosis and clamped in position. The stapler was fired resulting in a complete closure of the enterostomies. With the bowel securely stapled no additional bleeding was identified. The bowel was then placed back into the abdomen and liberal amounts of irrigation was used to wash out the abdomen 2-3 liters were used. This was done until the aspirate was clean and clear. A 7-mm jp drain was placed in the lower abdomen and brought out through one of the port sites. Our attention was now turned to closing the ventral hernia and fascia. Due to the patient's significant amount of weight loss over the last six months, abdominal wall laxity was sufficient for primary closure of the small 2-3 cm ventral hernia. This was done with 0 pd. This was done with one small figure-of-eight pds suture; however, the majority of the ventral hernia would be brought into the laparotomy closure allowing the complete approximation of the abdominal. The fascia was thick and held suture well. The wound that had been managed with wound v.a.c. And wet to dry dressings over the past four weeks had shown significant granulation, however, there were some areas that needed some debridement. This was done bluntly with a rongeur until good bleeding occurred. The most lateral aspect of the wound was granulating in nicely, only 2 mm was left between the basement of the wound and the skin surface. This was left alone. After the wound had been debrided the medial edge was intact and healing. The abdomen was closed with #1 looped pds. Two separate #1 looped pds's were used to close the abdomen. These were then tied in the middle and good approximation of the hernia defect and the laparotomy incision was achieved. After closure the skin edges were brought together with staples. The laparoscopic port sites were primarily closed with 4-0 vicryl and dermabond was applied to these skin edges. Skin staples were used to partially close the abdominal skin, the previous wound site was left open for drainage purposes. The abdomen was cleaned and dried and then clean sterile dressings were applied to the midline incision and also a drain sponge was placed over the drain site which exited the patient in the left lower quadrant the patient tolerated the procedure well without complications. The patient was taken to pacu in stable condition. The patient will be admitted to the hospital for inpatient recovery. A nasogastric (ng) tube had been placed at the beginning of the case and will be left in place until good bowel function returns.¿ . [Missing records: a pathology report detailing analysis of the device removed during the (B)(6) 2017 procedure was not provided.]. [Missing records: office notes from primary care provider detailing complaint of ¿a new bulge and swelling on the right side of his abdomen¿ were not provided.]. [Missing records: operative report/possible culture report for the surgical debridement and drainage of the abdominal wall abscess were not provided.]. [Missing records: wound care notes detailing use of wound vac and findings of ¿green-yellow drainage from the wound¿ were not provided.]. [Missing records: culture report of drainage obtained from wound which ¿grew out e. Coli¿ was not provided.]. (B)(6) 2017: (B)(6) medical center. (B)(6) do. Progress note. Procedures: laparoscopic lysis of adhesion and mesh explantation with conversion to mini laparotomy; small bowel resection of fistula in mid jejunum and primary side to side anastomosis; washout; wound debridement and primary closure of hernia and laparotomy incision. Chief complaint: abdominal pain. Events since last encounter: overall patient doing well. Afebrile, normal wbc¿s and pain somewhat controlled. Nasogastric tube put out very little overnight as did his jackson-pratt drain. Tolerated ice chips overnight. Has been out of bed in the halls. Denies flatus or bm [bowel movement]. Dressings are clean/dry/intact. Pain intensity: 6. Review of systems: abdomen distended (minimal), abdominal pain, denies vomiting. Exam: mild distress. Abdomen soft, distended (minimally), appropriately tender around incisions. Bowel sounds present. Incision clean, dry, intact. Laboratory tests: glucose 214 h (84-110). Problem list/assessment/plan: status post small bowel resection, status post hardware removal, status post laparotomy, status post repair of ventral hernia. Doing well. Active bowel sounds; advance to clear liquid diet. Keep his nasogastric tube in place until passing flatus. His jackson-pratt drain has minimal serosanguinous drainage. Plan to remove at discharge. Continue present care, but I will increase the frequency of his IV pain meds as he continues to have pain and he is opiate tolerant as his [sic] uses opiates chronically for his back pain. Will reassess in am. Anticipated discharge date: (B)(6) 2017. (B)(6) 2017: (B)(6) medical center. (B)(6) md. Progress note. Admit date: (B)(6) 2017. Chief complaint: abdominal pain. Events since last encounter: extubated this morning without difficulty. Dr. (B)(6) completing dressing change with nursing. Pain well controlled. Exam: abdominal dressing/binding present. Not present for dressing changes completed by surgery. Laboratory tests: wbc 12.0 h (4.5-11), glucose 250 h (84-110). Current medications: apidra solostar, duoneb, lovenox, fluconazole, piperacillin sod/tazobactam sod. Problem list/assessment/plan: respiratory failure without hypercapnia- continue current insulin regimen. Given he is on d5 [5% dextrose in water] for the partial parenteral nutrition, will need to monitor blood glucose and ensure less than 180. Extubated and doing well. If respiratory status remains stable, will sign off tomorrow. Continue lovenox dosing per surgery. Continue IV zosyn. Continue partial parenteral nutrition. Diabetes mellitus type 2 with complications. Enterocutaneous fistula. Intra-abdominal abscess post-procedure. Dehiscence [wound separation] of fascia. Protein-calorie malnutrition, severe. Complicated wound infection. Status post laparotomy. Tobacco use. Discharge planning: home health, IV infusion outpatient. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 07:(B)(6) health care system. Operative record. Specimens: a: hernia sack. Cultures: none. Implant record. Dual mesh patch 20x30. 1dlmc07. Quantity: 1. (B)(6) 19: (B)(6) university; general surgery. (B)(6) , md. Office notes. [3 photographs of abdomen showing large protrusion.] 04/10/19:good shepherd health care system. Peter t. Beatty, md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: ventral hernia. Findings: gi; loops of small bowel extend to the anterior most portion of the abdomen, within the large anterior wall hernia. Mouth of hernia measures approximately 15 cm in transverse dimension. Presumed that the bowel is visible and almost certainly palpable given its proximity to the skin. Impression: very large anterior abdominal wall hernia with bowel extending into the hernia and to the skin surface. Moderate prostatic enlargement. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2017, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain; abscess. Additional event specific information was not provided.